Event description:
It was reported that a malfunction alarm with a code malf 12 occurred on the pump, and multiple malfunctions were noted. There was no reported impact to the customer¿s blood glucose level due to the malfunction; however, the customer declined to provide specific glucose readings. The customer reverted to a backup insulin pump to ensure continuous insulin delivery, and a replacement pump was sent after receiving leadership approval. Additionally, tandem technical support instructed the customer on returning the problematic pump and confirmed the shipping address.